Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of complaint and trending data for the architect stat high sensitive troponin-I assay did not identify any trend regarding commonalities for lot numbers and issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Sample integrity issues at the time of testing could have contributed to the customer¿s observation. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. For accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter, including cryoprecipitate. If the specimens contain fibrin, red blood cells, or other particulate matter, including cryoprecipitate, or have been stored at 2-8°c for more than 24 hours, centrifuge before testing to ensure consistency in results. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot 76370ud00 was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a female patient that was questioned by the physician. The following data was provided (customer provided cutoff is <15 ng/l): (B)(6) 2025, sid (B)(6): initial result = 26.3 ng/l. The patient had a new sample collected 2 hours later which generated an initial and repeat result of around 4 ng/l. The first sample was repeated on (B)(6) 2025 = 3.5 ng/l. Due to the discrepancy in results between the two samples, both samples were repeated on (B)(6) 2025: sample 1 = 4.1 ng/l. Sample 2 = 91.3 ng/l. During repeat testing on (B)(6) 2025, the instrument was generating error messages for loss of buffer error. The fluids were flushed, and the samples were repeated: sample 1: troponin = 11.4 ng/l, sample 2: troponin = 7.5 ng/l. No impact to patient management was reported.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for a female patient that was questioned by the physician. The following data was provided (customer provided cutoff is <15 ng/l): on (B)(6) 2025, sid (B)(6): initial result = 26.3 ng/l . The patient had a new sample collected 2 hours later which generated an initial and repeat result of around 4 ng/l. The first sample was repeated on (B)(6) 2025 = 3.5 ng/l. Due to the discrepancy in results between the two samples, both samples were repeated on (B)(6) 2025: sample 1 = 4.1 ng/l. Sample 2 = 91.3 ng/l. During repeat testing on (B)(6) 2025, the instrument was generating error messages for loss of buffer error. The fluids were flushed, and the samples were repeated: sample 1: troponin = 11.4 ng/l, sample 2: troponin = 7.5 ng/l . No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.